Event description:
A pump declared an altitude alarm 21 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation after receiving advice from technical support on preventing future altitude alarms.